Event description:
It was reported the device had no output. The condition was found during a preventative maintenance check, so there was no patient involvement with the reported event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment but did find that the interconnect flex was out of specification - mechanical. It was also noted that three control knobs were contaminated, one knob spring was missing and the ring was bent.